Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The patient experienced phrenic nerve injury (pni), mild pleural effusion and dyspnea. The patient was a 75 year old female. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: a case report of persistent phrenic nerve injury by pulsed field ablation: lessons from anatomical reconstruction and electrode positioning; heart rhythm case reports. 2025; https://doi.org/10.1016/j.hrcr.2025.05.015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding pulse field ablation and the patient developing phrenic nerve injury (pni). The authors described a 75 year old female patient that one day following the pulse field ablation was diagnosed via a chest x-ray to have right phrenic nerve palsy (pnp). Th patient was asymptomatic. The patient was observed for two days and then discharged. At two weeks following the procedure, the patient still had phrenic nerve injury (pni) and a mild pleural effusion along with dyspnea. Diuretics were prescribed for the dyspnea. At three months following the procedure, there was partial recovery of diaphragmatic function and conservative management was continued. The status of the catheter is unknown. No additional adverse patient effects were reported.